Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h3, h6. Device evaluation: visual analysis of the returned device identified flat creases and no openings were found in the device. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Device has been explanted.

Manufacturer narrative:
Correction to the aware date of the parent record: previous medwatches reported an aware date in the parent record of 1/mar/2017. This date should have been 24/mar/2021 to match the aware date of the medwatch - when the event of left side rupture was reported and the reporting platform changed. Clarification to h10 related report number: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2021-16623. All information has been consolidated into this report. Additional, changed, and/or corrected data: b5, b7, e3, g1, g2, h6, h10, h11.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV, which was treated with capsulectomy. Healthcare professional later reported left side rupture. Patient representative later reported left side "implanted with biocell textured breast implant", "debilitating physical pain", "depression", and "disfigurement". Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 17/april/2017. Information contained in this report was previously submitted through asr/psr on 24/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV; rupture.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii/IV and rupture. Device remains implanted.